Event description:
It was reported that this right atrial (ra) lead was explanted due to insulation damage. The physician nicked this ra lead during the revision procedure of another lead. A new ra lead was successfully implanted. No additional adverse patient effects were reported.